Event description:
It was reported that during preparation for a ptca procedure, a hair was found in the packaging of the maverick otw balloon. This was never used on the patient. Another of the same devices was used successfully.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8614915 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.